Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on 1 january 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Replacement of the device was also recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Replacement of the device was also recommended. This device remains in service. No adverse patient effects were reported.